Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported on this batch of access ports released in (B)(6) 2020. Investigation results: we received for evaluation one celsite st305h access port from batch nr 36957026 with its connection ring and a 37cm long catheter. No defect is visible on the received device. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All measures conform to our specifications. Disconnection test: we have performed a disconnection test on the returned access port and catheter. The disconnection force obtained is more than 2 times superior to the requirement of the iso 10555-6 (f>5n). This characteristic conforms to our specifications. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the disconnection of the catheter (only 4 months after implantation) results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. Only the review of the x-ray pictures could allow us to confirm this hypothesis. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h) this is a rare incident (<0.001%), no corrective action is envisaged.

Event description:
"On 10.03.2020 a cvp port with the above batch no. Was placed in the left jugular vein and subcutaneously tunneled to the port site that was placed on the pectoral major muscle below the left clavicular. The cannula was connected to the port site by using the correct technique and confirmed by a palpable and audible click, tested with saline, flushed with heparin/saline and confirmed by x-ray to be correctly placed. The port was used for chemotherapy treatment 4-5 times and functioned correctly. Around about june/july, the patient experienced pain during the administration of drugs and treatment was stopped. The port was not used again thereafter. On 01.12.2020, the port was removed and it was discovered that the cannula had become detached from the port and was located in the right ventricle. This was removed on 07.12.2020 via a right femoral vein angio-basket retrieval. The cannula was cut at 8cm which is the port site. The markings of the port connection are clearly visible at the 8cm mark. An intra-luminal clot was found in the distal end. It is clear that the cannula became dislodged from the port site connection some time after insertion and usage. The connection of the cannula was found still to be attached to the port during surgical removal."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in january 2020. Investigation: despite our requests, the device was not returned for analysis. No x-rays films or medical reports are currently available. The information received are not sufficient to perform a thorough investigation. No conclusion can be drawn about the root cause. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged.

Event description:
"On (B)(6) 2020 a cvp port with the above batch no. Was placed in the left jugular vein and subcutaneously tunneled to the port site that was placed on the pectoral major muscle below the left clavicular. The cannula was connected to the port site by using the correct technique and confirmed by a palpable and audible click, tested with saline, flushed with heparin/saline and confirmed by x-ray to be correctly placed. The port was used for chemotherapy treatment 4-5 times and functioned correctly. Around about june/july, the patient experienced pain during the administration of drugs and treatment was stopped. The port was not used again thereafter. On (B)(6) 2020, the port was removed and it was discovered that the cannula had become detached from the port and was located in the right ventricle. This was removed on (B)(6) 2020 via a right femoral vein angio-basket retrieval. The cannula was cut at 8cm which is the port site. The markings of the port connection are clearly visible at the 8cm mark. An intra-luminal clot was found in the distal end. It is clear that the cannula became dislodged from the port site connection some time after insertion and usage. The connection of the cannula was found still to be attached to the port during surgical removal."